Event description:
It was reported that the fogarty catheter balloon ruptured during surgery. Another surgeon was called into the procedure to help succesfully remove the balloon pieces from the vessel, which prolonged the procedure. No patient permanent injury reported.